Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted a cracked enclosure and tank cover. The device also had an outdated power switch and printed circuit board (pcb). Functional testing found the device doesn't recognize the disposable or "temp check"; confirming the customer complaint. Root cause was attributed to a bent micro switch from usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the disposable switch was not working. Patient involvement is unknown.